Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, one haptic was noted to be broken after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol and suture were required. Additional info has been requested.